Event description:
It was reported that the patient was presented in clinic with their implantable cardioverter defibrillator (ICD) found in backup vvi. The ICD was successfully restored. The patient was in stable condition.